Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly. Customer's blood glucose level was 190 mg/dl. Troubleshooting for air bubbles was performed. Customer advised there are air bubbles in the stopper end of the reservoirs. Customer was advised when they remove the insulin from the refrigerator they must allow it to reach room temperature.